Event description:
The reporter contacted animas on (B)(6) 2014 alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/03/2014 with the following findings: the battery cap was not returned. All testing performed with a test battery cap. Battery cap is able to fully tighten. A battery compartment crack was observed below grip pad. Multiple eaw 177 low battery warnings and multiple eaw 128 replace battery alarms observed in black box. Evidence of partially discharged batteries being installed observed in black box on (B)(6) 2014. Current draws are within specifications. No "battery life" issues duplicated during investigation. Removed pump case and there was no evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.